Manufacturer narrative:
Concomitant medical products: setroxs competitor lead implanted: (B)(4) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) potentially has rapid/premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.